Event description:
Reporter alleged the lancet needle from the multiclix lancet device used in finger-stick blood glucose testing is protruding outside end cap. It was not provided as to whether the needle protruded beyond the end cap before or after the device was used. No actions reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.